Manufacturer narrative:
Failure analysis revealed that the insulin pump had a loose/protruded drive support disk, scratched display window, missing end cap sticker, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the drive support cap was sticking out and she pushed back in, but it came out again the entire cap. The caller stated that the full bottom of the device is damaged and the screen has scratches. No further information was provided.